Event description:
It was reported that the customer experienced high blood glucose. Troubleshooting was performed. It was stated that the customer changes the infusion set every three to four days. Advised the mother to change the infusion set every two to three days. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. Performed the high pressure test twice and the insulin pump failed the tests. Suggested to the customer's mother to discontinue use of the device. It was stated that the customer's blood glucose was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.